Manufacturer narrative:
(B)(4). The device history record was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. The sample was returned for evaluation. Based on the investigation performed, the complaint was confirmed. A CAPA has been opened to further investigate this issue.

Event description:
The customer alleges that when inserting a mac 4 green lite blade, the end came off. The green piece fell down into the patient's throat. The piece was retrieved manually. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that when inserting a mac 4 green lite blade, the end came off. The green piece fell down into the patient's throat. The piece was retrieved manually. The patient's condition is reported as fine.